Event description:
(B)(4). Initial and additional information received from a physician and a nurse on 26-jan-2009 and 27-jan-2009: a currently (B)(6) female received a total of one vial of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for mid-face volume cosmetic enhancement on (B)(6) 2006. She developed palpable, smaller nodules which had resolved (onset and resolution dates unknown). In (B)(6) 2006, she received a total of one vial of injectable poly-l-lactic acid [lot # a4001, expiration date september 30, 2006] that was reconstituted with 1% lidocaine (xylocaine) with epinephrine and an unknown amount of sterile water 24 hours before the procedure. She received the injection in the mid-face, cheek area. She had traveled out of the country for six months and in (B)(6) 2007 she reported the development of yellowing around the infra-orbital rim described as "almost fluorescent looking tissue" that she had never experienced before. Corrective treatment included laser surgery that was masked with other injections not other specified (nos) along with topical steroids; none of which resolved her discoloration. Medical history reported as unremarkable. Concomitant medications were reported as "no medications taken." No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot #a4001/exp date 30-sep-2006) from (B)(4): batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from a medical doctor via hcp and sculptra questionnaire form on 25-feb-2009: on (B)(6) 2006, a physician's assistant with a specialty of plastic surgery administered injectable poly-l-lactic acid [lot #a5010, expiration date 30-nov-2007] to the patient in the facial region. The patient's second injection with poly-l-lactic acid was confirmed to have taken place on (B)(6) 2006. The poly-l-lactic acid was reconstituted with 3 ml of sterile water in addition to 3 ml of lidocaine with epinephrine. She experienced yellowish discoloration in patches under each eye that ranged in the size from .5 centimeters (cm) to 1.5 cm. The event of injection site discoloration remained ongoing at the time of this report. No further relevant information reported.

Manufacturer narrative:
Additional implanted date: (B)(6) 2006. Additional information for sculptra (lot # a5010 and expiration date; 30-nov-2007) from (B)(4); batch record review was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. After internal review of the source documents on 27-mar-2009, the reporter stated the lot # was a5010 and expiration date was 30-nov-2007 in sculptra questionnaire (not as previously reported lot #a4001/exp date 30-sep-2006). The lot # and expiration date have been corrected.